Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: enlw1613c124ej , s/n: (B)(4); use by date: (B)(6) 2014; upn # (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during follow-up performed approximately 5 years post index procedure, an endurant limb was implanted as intervention for a type IV endoleak. It was then noted that the patient had developed a limb occlusion after evar, for which a non-medtronic bare metal stent was implanted on both sides. The physician stated the cause of the type IV endoleak and the limb occlusion could not be determined. No additional clinical sequelae were reported and the patient will be monitored by their physician.